Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020.(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an oxygen valve liftoff failure error. There was no patient involvement.